Event description:
Additional information was received from rep stating that patient's weight loss was the main factor in addition to patient's programmer developing some malfunction in its antenna which made it have problems finding her implanted battery. Patient's weight loss has allowed the battery to freely move around in their remaining flank tissue possibly creating difficulty communicating with external devices like the patient programmer and the recharger paddle.

Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative via a patient regarding an implantable neurostimulator. The reason for call was caller met with patient yesterday and patient was having difficulty connecting to their implanted neurostimulator (ins) using the controller alone. The caller says they made multiple attempts and were able to connect briefly but then when they tried to make a setting change, it went to not finding the ins. Caller was able to communicate with ins using tablet and communicator without any issues though the caller noted that the ctm had to stay closer to the pt's ins to maintain connection (if the caller connected the ctm to his tablet, they lost connection). Patient has had this issue for the last 2 months but it has gotten much worse in the last two weeks. Caller notes that the pt's ins is in a weird position below the waist and at an angle horizontally and vertically. The caller did some reprogramming yesterday and increased the pt's stim up to 4ma which was more comfortable for the pt (from 2ma), though they are keeping stim off because pt is concerned, they won't be able to change their settings due to the communication issue. The caller had a separate spare, functional controller and battery pack (bp) to try and they were unable to connect that controller to the pt's ins either. Patient can charge fine with their rtm and gets excellent coupling (ins at 90% at time of clinic visit). The issue was not resolved through troubleshooting. An email was sent to the repair department to try a different controller.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Technical services (tss) did follow up with caller and caller did confirm that replacing the pt's controller did resolve the communication issues they were having.

Manufacturer narrative:
See b5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep stating they are not sure what caused the battery pocket to change the battery position other than the patient has lost some weight since implant. The new programmer that we sent has been coupled and so far is working as expected. Doctor is aware as they met at their office to troubleshoot the device.